Manufacturer narrative:
(B)(6).

Event description:
It was reported that the cuff to a smiths medical portex® cuffed blue line ultra® tracheostomy tube was ruptured. Adequate aspiration of secretions were not successful due to the ruptured cuff. It was required that the tracheostomy tube be changed out. The patient recovered and no further adverse effects were reported.